Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia (blood glucose (bg) 392 mg/dl) after starting a replacement ilet. Bg remained high for 19 hours despite supply changes and manual injections of novolog and tresiba. The user chose to stop ilet use and resume mdi. Follow-up on (B)(6) 2025 showed bg 163 mg/dl. No hospitalization or lasting effects reported.